Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient's house was hit by lightning and the communicator started a fire. It was noted that the patient lost a lot of other electronics, however the patient did not mention any damaged caused by the fire. The communicator is no longer in service; a return label was sent and a replacement communicator was requested. No adverse patient effects were reported.